Event description:
It was reported the system would not take x-rays or display images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a defective foot switch cable. System operates as intended.